Event description:
A customer contacted beckman coulter regarding falsely high platelet (plt) results generated by the coulter lh750 analyzer for several patient samples. The results were reported out of the lab. The original samples were re-tested on a different instrument and plt results were lower for all patients. Based on available information, there was no effect to patient treatment.

Manufacturer narrative:
The samples were collected into edta vacutainer tubes. Qc was run prior to the event and was in range. A field service engineer (fse) was dispatched: the fse inspected the instrument and observed micro bubbles in the sweep flow lines of apertures 2 and 3. The fse replaced the aperture o-rings, insert fittings, and tubing that secure the sweep flow lines to the insert fittings. The fse then verified the unit by running several performance tests. The root cause could be attributed to a hardware malfunction related to plt counting.